Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Reporter alleged that she attempted to test on the aviva system and got an error message. Reporter alleged that the same day, she had a seizure, felt nauseous and passed out. Reporter stated 911 was called, the paramedics took her to the hospital, and she was put on an IV of glucose. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.